Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a backlight anomaly. The blood glucose reading was 461 mg/dl. Prior to the event, the patient felt thirsty. In troubleshooting, the insulin pump passed a drive support cap test and a manual prime test. The customer was advised to change the infusion set every two to three days and to change the reservoir and infusion set if the insulin has expired. No further information was provided.